Event description:
It was reported that the patient experienced discomfort due to device placement. It was further reported that during a pocket revision, the physician decided to change-out the device because of rapid battery depletion due to increasing left ventricular threshold. It was also reported that the patient's recent check-up revealed elevated left ventricular threshold. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.